Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. The event of "not enough milk production" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not enough milk production" and "exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Patient reported "not enough milk production." Patient additionally reported being diagnosed with "skin cancer;" this event is not related to the device. Healthcare professional additionally reported "exchange from textured to smooth implants due to the patient's concern with the product." This record is for the right side. Device has been explanted.